Event description:
It was reported that during a lap cholecystectomy procedure, the tissue pad detached, thus making the device unusable. The case was carried out and finished by using reusable monopolar shears. Procedure was completed with same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached. The clamp arm was not returned. The device was tested with a generator and it was functional. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible intanglement in fibrous tissue.